Event description:
I've been having pain, sensitivity to light, and tearing in my eyes for about a week prior to finding out about the recall of complete moisture contact lens solution. When I realized that these symptoms could be attributed to the recall, I made an appointment with my eye doctor immediately, and contacted the company, advanced medical optics.